Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level on (B)(6) 2021. Customer's blood glucose level was 425 mg/dl. Customer had symptom such as abdominal pain. Customer was treated with insulin pen. Customer had low blood glucose level in the range of 30 to 40 mg/dl in the night. Customer was treated with carbs for low blood glucose level. Customer was not using auto mode. Customer stated that there was no leak and air bubbles. The insulin pump will not be returned for analysis.